Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed an unexpected restart. They also received an external ram alarm. The customer¿s blood glucose level was unknown. Troubleshooting was not performed because the customer did not have the device with them at the time of the call. It was noted that the unexpected restart alarm was recurring during normal use. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unexpected alarm after battery change due to faulty. Pump passed the operating currents measurement, self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No signal too low alarm noted. Pump had minor scratched display window.